Event description:
It was reported that noise oversensing was observed on this right ventricular (rv) lead, which led to an inappropriate shock and anti-tachycardia pacing (atp). The pace impedance measurements were also observed to be jumping out of range from about 400 to around 1900 ohms. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.